Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E2, a2 and e8 errors were found in the history list. The soft components of the housing are worn down heavily; therefore, moisture may enter the insulin pump and destroy the pump electronics. The buttons were tested successfully and the functionality fulfills the product specifications. The pump correctly triggered an e8 error as a result of the power interruption while the pump was in run mode. Also the a2 alert was correctly triggered when the battery went empty. Due to the empty battery, the pump correctly triggered the e2 error message.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported the buttons on the infusion device are unresponsive. He received an e2 battery depleted error earlier in the day, and when he pressed the check button to confirm the error, and e8 power interrupt error was displayed. An unexpired alkaline battery was in use, and the battery cover was not damaged. He does not believe the infusion device displayed an a2 battery low alert prior to the error message. The infusion device was not dropped within the previous 48 hours. The battery and battery cover were replaced during the troubleshooting call, but this did not resolve the issue. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.